Event description:
Initial report: on (B)(6) 2008, the customer reported the emergency access latches on the pas device did not release the half height matrix drawers, which prevented access to the medications in the drawers. Emergency medications were available through multiple back-up sources including the acrylic emergency kits on the cart, emergency medication bag, crash cart, and core medstations. There was no adverse event to the pt present.

Manufacturer narrative:
(B)(4). Failure investigation in progress. Will submit a f/u report upon completion.